Manufacturer narrative:
The hospital biomedical engineer has advised physio-control that they have completed their testing and has returned the device to service for use. No additional information has been provided by the customer.  The cause of the reported issue could not be determined. The device was not returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). Physio-control has performed several contact attempts to follow up with the customer on the reported device issue, but no response appears to be forthcoming.  The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Event description:
The customer reported that their device lost power during a patient event.  The customer indicated that following the loss of power, they were reportedly able to restore power and continue patient care.  The customer was unable to provide any additional details on the event.  The customer did however indicate that the patient did not suffer any adverse effects during the reported event.